Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, clot blood, papanicolaou stain, hypertension, cesarean section, perineal pain, irregular menstruation, endometrial polyp, uterine bleeding, menses irregular, uterine cramps, nausea, vomiting, malignant neoplasm without specification of site, d & c, irregular menstrual cycle and uterine myomatosis. 15nov2017: gross description: part1: is received in formalin labeled with the patient's name and "endometrial tissue". Blood clot and possible tissue aggregate to 3.5 gm and are entirely submitted as a-b. Part 2: is received in formalin labeled with the patient· s name and "right essure coil". The partially coiled wire has scant soft tissue attached, minute fragments of which are pried from the coils and entirely submitted for microscopic evaluation as c. Part 3: is received in formalin labeled with the patient's name and "left essure coil". Received in three parts, this portion of wire, which is partially coiled, has a scant fragment of soft tissue that is collected and entirely submitted as d. Concomitant products included estradiol and ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2011, the patient had essure inserted. In(B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("hormonal changes describe: depression / psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vulvovaginitis ("infection (other) describe: bacterial"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urticaria ("rashes or skin conditions type: hives"), rash erythematous ("rashes or skin conditions type: red"), rash papular ("rashes or skin conditions type: itchy bumps"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vitreous floaters ("vision/eye problems type: floaties / neurological conditions or problems type: floaties"), vision blurred ("vision/eye problems type: blurred vision / neurological conditions or problems type: blurred vision"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and insomnia ("other injury(ies) or complication(s) - please describe: trouble sleeping") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced migraine with aura ("neurological conditions or problems type: ocular migraines") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy & dilatation and curettage). Essure was removed on 15-nov-2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bacterial vulvovaginitis, post-traumatic stress disorder, urticaria, rash erythematous, rash papular, urinary tract disorder, bladder disorder, migraine, migraine with aura, vitreous floaters, vision blurred, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, insomnia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, bacterial vulvovaginitis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, migraine, migraine with aura, pelvic pain, post-traumatic stress disorder, rash erythematous, rash papular, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Microinsert right inserted- 3 coils visible . Left inserted 4 coils visible. The essure was grasped and was pulled out of the tube under direct visualization and both ends were visualized and sent to pathology. There was good hemostasis. Then, on the left fallopian tube, small superficial incision was done, salpingectomy and essure was visualized and it was pulled out completely. The pateint tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, severe bacterial infection, urinary tract infection, heavy bleeding, migraine, abdominal pain, menorrhagia lot number: 827923 manufacture date: 2011-02 expiration date: 2014-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("hormonal changes describe: depression / psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial infection ("infection (other) describe: bacterial"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), urticaria ("rashes or skin conditions type: hives"), rash erythematous ("rashes or skin conditions type: red"), rash papular ("rashes or skin conditions type: itchy bumps"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vitreous floaters ("vision/eye problems type: floaties / neurological conditions or problems type: floaties"), vision blurred ("vision/eye problems type: blurred vision / neurological conditions or problems type: blurred vision"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and insomnia ("other injury(ies) or complication(s) - please describe: trouble sleeping") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced migraine with aura ("neurological conditions or problems type: ocular migraines") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bacterial infection, post-traumatic stress disorder, urticaria, rash erythematous, rash papular, urinary tract disorder, bladder disorder, migraine, migraine with aura, vitreous floaters, vision blurred, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, insomnia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, bacterial infection, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, migraine, migraine with aura, pelvic pain, post-traumatic stress disorder, rash erythematous, rash papular, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 19-jul-2019: plaintiff fact sheet received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pain, abnormal bleeding (general), hormonal changes describe: depression, weight gain / loss (specify which one): weight gain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, infection (other) describe: bacterial, psychological or psychiatric problems condition: ptsd, depression, rashes or skin conditions type: hives, red, itchy bumps, bladder or urinary problems or changes, migraines / headaches, vision/eye problems type: floaties , blurred vision / neurological conditions or problems type: ocular migraines, floaties, blurred vision, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, other injury(ies) or complication(s) - please describe: trouble sleeping, vaginal pain, did not undergo confirmation test. Medical history, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.